Manufacturer narrative:
The real intelligence cori, part number rob10024, serial number (B)(6), intended for treatment was returned for evaluation. A visual inspection was performed. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The complaint console has a non-functioning usb port on the back left side that connects to the touch screen. The top panel was removed, and an adaptor was put in place in an effort to bypass the usb port and remove the file logs. This attempt was unsuccessful in that the connection port is too damaged to remove the file logs. A complaint history review was performed by part number and similar complaints were identified. A review by lot/serial number was performed and no similar complaints were identified. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is associated with a faulty usb port. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, when setting up for a real intelligence cori assisted tka surgery, an "internal error, this application unexpectedly exited" appeared as soon as pressed "begin operation" every single time. Tried creating a new surgeon profile, hard rebooted the system, and tried everything but could not get the system past this screen without getting this error. The procedure was performed, after a significant delay, changing to a manual procedure. No injury was reported as a consequence of this issue.